Manufacturer narrative:
Engineering testing and analysis to the applicable product specifications was performed on the two returned unused same lot b1460 device sets. The results recorded no filter leakages, performance issues and or out of spec conditions. A review of the mfg. Lot build database for the reported lot# 2845533 (mfg. Date 04/2014) shows (B)(4) units were mfg. Test, inspected and released. There were no exception documents generated during the lot build. Conclusion: engineering assessment of the "as-received" used b1460 device set confirmed the reported filter leakage. Engineering testing and analysis of the returned packaged same lot samples recorded no filter leakages and or performance issues. The exact cause(s) of the reported event are unknown at this time.

Event description:
Complaint received reporting (filter) leakage issue with use of one b1460 14" ext set 2/0.2 micron filter. The b1460 device set was pre-tested/primed prior to placement with no issues noted at that time. The device was set up initially placed on (B)(4) 2014, three infusions of etoposide (131 mg/700 ml) running at 29ml/hr for 24 hour durations were administered without incident. The b1460 device set was removed and replaced. There were no injuries or adverse consequences to the clinicians, patient or family members that were present. Device return: one used b1460 device set and two packaged, same lot# 2845533 b1460 device sets were returned for analysis. Visual inspection (pre and post decontamination) recorded the used b1460 filter vents were damaged/degraded during decontamination flushing, fluids leaked from the filter vents. The reported product issue was replicated/confirmed with the used b1460 set.